Event description:
A replacement unit was sent to the pt on 2/27/95 in a priority overnight shipment. Upon return of the device in question, it was noted that the transducer cup assembly was loose in the transducer barrel. The adhesive which bonds the transducer cup to the barrel had not bonded as expected. The contract MFR had been notified of this possibility prior to this occurrence and has taken appropriate steps to prevent this from recurring.